Event description:
It was reported that twelve months post port placement, the line was allegedly kinked and port had been washed but contaminated with blood. It was further reported that device allegedly had a leak at port site. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a catheter was received for evaluation. Visual, microscopic, functional and tactile evaluations was performed. A partial compound circumferential break on the catheter was noted at the distal end of the cath-lock. The edges of the circumferential break proximal end of the attached catheter were noted to be uneven and the surface appeared to be granular. Upon infusion of the port body, water was noted exiting. Therefore, the investigation is confirmed for the reported fluid leak and the identified fracture issues. However, the investigation is unconfirmed for the reported deformation due to compressive stress issue as no objective evidence of kink was noted. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : device pending return.

Event description:
It was reported that twelve months post port placement, the line was allegedly kinked and the port had been washed but contaminated with blood. It was further reported that the device allegedly had a leak at the port site. Reportedly, the port was removed. There was no reported patient injury.